Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported no image displayed by the customer which was due to dx board failure. The faulty parts need replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for colonoscopy procedure, the evis exera iii video system center did not display an image when connected to both evis exera ii and evis exera iii endoscopes. The procedure was completed with a similar device which caused a ten (10) minute delay. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced, and it has been confirmed that it was caused by dx board failure. The cause of the said failure could not be identified. Olympus will continue to monitor field performance for this device.